Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A follow up showed the patient had a type 1a endoleak or a type 3a endoleak. The physician confirmed the patient had a type 1a endoleak as well as a type 3a endoleak and elected to implant an infrarenal aortic extension and a non-endologix palmaz stent to resolve the issue. The patient was reported to have a slight endoleak remaining after the procedure which the physician determined it was a type 2 endoleak. The patient is reported as well following the procedure.

Manufacturer narrative:
Based on the information available the root cause of the reported event is unknown. Clinical evaluation found evidence to reasonably suggest the following events: endoleak type ia, endoleak type iiia, successful secondary evar, and a persistent type ii endoleak. Pre-implant patent lumbar arteries and antiplatelet therapy were also noted. The review of manufacturing lot records confirmed all devices met specifications prior to release. Device was not returned, therefore, sample evaluation was not completed.